Manufacturer narrative:
Evaluation result: release knob, cap screw, compression spring.

Event description:
It was reported by service report that the side rail would not latch or lock into place. No patient involvement or adverse consequences are reported.